Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 16 synergy ii drug-eluting stent, the stent protector was removed from the proximal end of the protector and a couple of the stent struts were noted to be lifted up. The device never entered the patient's body and the procedure was completed with another 4.00 x 16 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy ii, us, mr, 4.0 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found centre struts damaged. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. A review of the batch records, the stent crimp force, the crimp temperature and the crimp duration for the device all meet the specification. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 16 synergy ii drug-eluting stent, the stent protector was removed from the proximal end of the protector and a couple of the stent struts were noted to be lifted up. The device never entered the patient's body and the procedure was completed with another 4.00 x 16 synergy ii drug-eluting stent. No patient complications were reported.